Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported single leaflet device attachment/slda and difficulty grasping appear to be related to patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This report is filed because the first implanted clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 4. Leaflet grasping was difficult due to the patient anatomy and movement of the heart during respiration, however, the clip was implanted successfully reducing mr to 2. A second clip was advanced to the mitral valve to further reduce the mr and was successfully implanted lateral to the first clip. However, after releasing the second clip, the first clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr increased to grade 2-3. By the end of the procedure a total of two clips were implanted and mr remains grade 2-3. There were no adverse patient effects and no clinically significant delay during the procedure. The patient is stable. No treatment planned. No additional information was provided.